Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the hospital during lead implantation, the impedance could not be measured when the lead plugged into the device. The measurements could be read when the lead was plugged into the psa. The lead was repositioned and the impedance measurements were able to be read with the lead plugged into the device. The patient condition is well and will continue to be monitored.